Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, at the time of releasing the colon, the tip of the bipolar fenestrated grasper (bfg) suddenly made a quick, uncontrolled movement to the side and the surgeon no longer had control of the instrument. It was impossible to move the instrument, and a cable was found to be loose at the tip. As it was unclear whether the tip was still holding tissue, the team opened the tip using the mechanical release from the sterile interface module (sim) in accordance with the broken instrument procedure. Afterwards, the team released the trocar from the arm cart, detached the instrument from the sim, and slowly removed the instrument together with the trocar from the patient. The trocar was then placed again, and a new bipolar fenestrated grasper was inserted to resolve the issue. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Review of the provided images notes the first image shows the housing of the instrument with a serial number which matches the reported information. The second image shows the distal end of the instrument. The puck was out of position and the energy cable was bulging but not disengaged. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.